Event description:
It was reported that during an ablation procedure, the patient had a hemorrhage after the ablation. This required evacuation later in the same day. At last communication the patient was reported to be doing fine. All devices were checked postoperatively and were found to be in normal condition. The devices performed as expected during the entire procedure. There were no patient complications reported in relation to this event.